Event description:
Reportable based on device analysis completed on 25-jul-2024. It was reported that crossing difficulties occurred. The 71% stenosed target lesion was located in the severely calcified mid of right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure. However, the analysis of the returned device identified balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.75mm x 15mm, was returned for analysis. A microscopic, visual, and tactile examination identified a twist/rotation in the midshaft extrusion. This damage was located at 0.5cm from guidewire exit port. There were no tears or holes in the midshaft. Microscopic, visual, and tactile examination identified of the balloon material identified a pinhole in the balloon material. The pinhole was located in the mid-body of the balloon. A visual and tactile examination identified multiple kinks along the hypotube shaft. A microscopic examination of the tip section found no damage.